Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The sample associated to this report was received and the reported customer fault could not be duplicated. The reported issue is a known issue and confirmed faults for the reported issue have been investigated under a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Prior to use the doctor inflated the endobronchial tube's white cuff and couldn't deflate it. There was no patient involvement.